Event description:
The event involved a nurse in the renal dialysis unit who was preparing a pt for dialysis. The nurse opened a box of actester tubes with diatomaceous earth and pulled one tube out for use. She drew blood from the pt and injected the needle of the syringe into the tube. The nurse stated that she was not watching the syringe and felt a "prickling" sensation. She looked down at the tube and noticed that the needle of the syringe was inserted in the tube, protruding out of the tube through a hole. The nurse reported that she had pricked her finger with the needle. She had not injected the pt's blood into the tube; it was still in the syringe.